Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set kinked cannula issue event on 25-feb-2026 resulting in infusion set occlusion alarm. The blockage was located in the tubing. The insertion site was the abdomen and the kinked cannula issue occurred within three or more hours of insertion. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.